Manufacturer narrative:
Four devices were returned in unopened packaging and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and showed shallow slits on the patient line tubing next to the heat seal on all four units. The reported condition was verified. The cause was determined to be related to the machine used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice automated pd set with cassettes were found damaged. This occurred before use of the devices. The registered nurse (rn) advised each cassette patient line had 3 slits equal distance apart and equal in length near the tip of the patient line. The rn stated no sharp objects were used to open the shipping carton. The cassettes were not used for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.